Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power on) was confirmed. As received, the monitor failed incoming testing. Upon evaluation, multiple components were damaged on the defibrillator board and computer / analog board. The cause of the inability to power on is the extensive damage. The cause of the extensive damage is a pulse test failure. The root cause of the pulse test failure cannot be positively identified due to the extensive damage. No adverse event resulted from the extensive damage.

Event description:
A us distributor returned a monitor indicating that it would not power on.